Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose over 280mg/dl. Troubleshooting was performed. The caller mentioned that the insulin pump was malfunctioning and alarmed no delivery. The caller stated that the alarm occurred multiple times during the manual prime. The customer stated that the rubber septum was not protruded. Instructed the customer to run a manual prime test and the device did not alarm no delivery. The customer also stated that the piston on his insulin pump was not moving, which caused the no delivery alarm. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.